Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Visual inspection was performed and noted no physical damages upon receipt. Review of the archive data show (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the performed load characterization check verified that one of the load cells is out of specification and a replacement was required. Following the repair, the platform was further tested and passed all functional testing criteria and met all required specifications.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.